Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has error 50 motor speed out of specification. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: d4(unique identifier (UDI) #), h8 a getinge field service engineer (fse) noticed that the motor was not working very well. Fse changed the motor power supply board (0671-00-0004) and tested the device. Functional device according to the manufacturer's standard.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The failure analysis and testing dept. Received part number 0671-00-0004 pcb motor control serial number (B)(6) with a reported unit failure of error code 50. The failure analysis and testing dept. Performed a visual inspection and observed a slight amount of a white residue under the connectors, which is consistent with saline. Please see attachment. Probable cause of error code 50 was the saline spill on the board. Retaining the board in the fat per procedure number (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.